Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) checked the subject device and found that the forceps elevator wire of the subject device was frayed and raised. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined. However, based on the information from oth, there was the possibility that this phenomenon was attributed to the fatigue by repeated manipulating.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, it was found that the forceps elevator wire of the subject device was damaged. There was no report of patient injury associated with the event.